Event description:
Manufacturer reference number: 2017865-2021-36447. It was reported that the patient presented in clinic with an infected pocket. The right ventricular (rv) lead exhibited high capture thresholds and loss of capture. On (B)(6) 2021, the physician explanted the rv lead and atrial lead. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Additional information: add related manufacturing reference number for pacemaker to b5

Event description:
Manufacturer reference number: 2017865-2021-37242.